Manufacturer narrative:
The engineer adjusted the foot brake caster to repair the bed.

Event description:
Info received indicates the casters would roll with the brake pedal in the "brake on" position.